Event description:
Caller reported discrepant troponin (tni) results on the triage profiler sob compared to another instrument (roche). A (B)(6) male pt tested on two different triage meters and the roche instrument. (See related MFR report #2027969-2012-00895) three draws of whole blood edta samples were tested on (B)(6) 2012 at 13:18, (B)(6) 2012 at 18:00 and (B)(6) 2012 at 15:00. No diagnosis or treatment info was provided. No other pt info was provided.

Manufacturer narrative:
Investigation pending.